Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, inappropriate antitachycardia pacing therapy was observed. No further information available.

Event description:
New information received notes that programming changes were made to address the inappropriate antitachycardia pacing therapy.